Event description:
It was reported that on unknown date, the universal chuck with t-handle was holding loose and excessively dinged. It is unknown when and where the issue was discovered. It is unknown if there is patient nor procedure involvement. This report involves one (1) universal chuck with t-handle. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: reporter is a j&j employee. Part: 393.10, lot: 1055, manufacturing site: (B)(4), release to warehouse date: 16 july "199". The customer reported holding loose and excessively dinged. The repair technician reported teeth on head of the device is damaged, malformed and pieces are missing. Damaged component is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.